Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Additionally, it was reported that the pump battery could not be charged. Customer's blood glucose ranged from 185-240 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.